Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the that implantable cardioverter defibrillator (ICD) had malfunctioned and shocked the patient. The patient indicated that the ICD remains in the patient out of service. Follow up attempts with the patient¿s healthcare provider was no avail. No further patient complications have been reported as a result of this event.